Event description:
The knee walker allegedly collapsed at a movie theater, causing the consumer to fall. No serious injury is alleged. (B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.